Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. Device interrogation revealed that the device recorded a code bd indicative of battery depletion. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Emergent device replacement was recommended. The device was explanted and will be returned for analysis. Besides intervention, there were no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Device data was analyzed and high, but varying, power consumption was verified. The device case was removed to facilitate inspection of the internal components. Detailed testing of individual components found a compromised ceramic capacitor. This compromised capacitor resulted in the observed high-power consumption and resultant premature battery depletion.